Manufacturer narrative:
The probable cause of the failure was attributed to corrosion damage within the internal components, causing the components to stick together.

Event description:
The core impaction drill was sent in for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.